Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed at facility). If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that versacross connect access solution for faradrive was selected for atrial fibrillation pulmonary vein isolation procedure. During procedure, the physician tried to insert the faradrive sheath with dilator from the end of versacross rf wire tip. During the insertion, the wire end plastic coating was peel off. Then the physician was decided to change another new versacross rf wire. There was no issue with peeling of coating again. Then doctor was successfully combining with rf wire and versacross dilator. The procedure was completed successfully by using different device, same model. No patient complication was reported. Before the insulation intact at the time the damage was not observed. During the physician tried insert the rf wire into versacross dilator the insulation peeled back at the time the damage was observed.